Event description:
It was reported during post implant interrogation an increase in capture threshold on the rv lead was observed. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.